Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the electrodes and the reported malfunction was attributed to an open jumper wire. It is important to note that the this type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. Electrodes are still capable of delivering therapy, if needed. The customer received replacement electrodes. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the electrodes cause the associated defibrillator to display a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.